Event description:
According to the reporter: the customer reports that 15 minutes after being applied, the balloon got torn, though it was inflated at 30cc according to recommendations. No ill effect to the patient, the surgeon used another device.

Manufacturer narrative:
(B)(4).